Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's rep. They reported that they changed the patient's settings and that didn't help. Patient was having trouble with their bladder in the evening; didn't stop gushing urine at night time. Patient was on program 3 at 1.7ma and had gone to 1.8ma. Patient was leaking during the day now and the changes didn't really do anything. Patient was doing worse. Patient had control during the day on program 7. On program 3 they had no relief at night time and during the day the patient was worse. Patient was constantly wet. The patient had tried programs 1,2,3, and 7. Patient services helped the caller switch the patient to program 4 at 1.3ma. Patient confirmed they could feel the stimulation comfortably in the bicycle seat region. The caller was advised to have the patient monitor their symptoms. Patient services reviewed guidelines and recommended the healthcare provider (hcp) call technical service for guidelines.

Event description:
On (B)(6)2022- information was received from a friend/family member regarding a patient who was implanted with an implantable neuros timulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient's child reported that about 3 months ago, the patient had been having trouble at night because they were having to wake up to go to the bathroom and so they met with a manu facturing representative (rep) who changed the patient's program in an effort to improve the patient's symptoms however the patient's symptoms had since gotten worse and the patient was now having a lot of leakage and the patient needed another adjustment. The patient was supposed to meet with rep at their doctor's office, but missed them. When the patient found out about missing the rep at the office today, that's when the patient told the caller that they'd been having a lot of leakage and that they would go to sleep and then have to wake up an hour later to go again and then again an hour after that and so on. The caller stated they weren't sure when exactly the issues started for the patient and stated they weren't even sure if the device was still working and they wanted someone who knew about the therapy to work with them to make a change to the settings. Patient services told the caller that if the patient received permission to make a change to the patient's settings, patient services could also walk the caller through making a setting change. The caller stated the patient was not able to handle the external equipment because they weren't proficient in it and the patient had hearing difficulties so the caller stated they'd call back to assist the patient if the hcp gave the patient permission to switch programs and in the meantime they may research finding another hcp. At this time the caller stated the patient had only tried two programs. On 2024-jan-05 the patient and patient representative called back regarding symptoms previously noted. Caller stated that patient is still having symptoms at night and having to wear pads and protective underwear. Caller stated it disturbs patient's sleep to have to change their pads twice a night. Caller stated patient "floods" in the evenings. Patient stated they do have some leakage during the day as well. Caller made similar comments regarding hcp and office staff as previously noted. Caller said they last saw hcp in august and don't think any adjustment was made. Patient is currently increasing stimulation by .1 at night and then decreasing it in the morning. Reviewed therapy adjustment options. Patient increased stimulation to a comfortable level. Patient will maintain stimulation and monitor symptoms. On 2024-may-01 additional information was received from the patient. They reported that the patient was ok during the day, if they were out and about they may not make it to the bathroom in time. They report that nighttime was still a struggle, where the patient would wake up once or twice and they were completely full. Helped the caller change the programs, the patient felt the stimulation over the ins area. Advised the caller to change again and this time the patient was able to feel the stimulation comfortably in the bike seat area. The caller reports no falls or trauma. Also helped caller with MRI mode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.